Manufacturer narrative:
The foot plate of the punch is broken-off. Investigation was performed, using the digital microscope vhx-600 by (B)(4) and the hardness tester vickers hv5. The device history files have been checked and were found to be according to the specifications. Based on the information available as well as a result of the investigation the root cause of the failure is most probably user related. This kind of instruments is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in specified tolerance range. According to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). Breakage of the foot plate.